Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced infected mesh, mesh in the retrorecuts plane as well as the retroperitoneal plane and dense adhesions of the small bowel to the lower aspect of the upper abdominal hernia defect. Post-operative patient treatment included revision surgery.